Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering the insulin. The blood glucose was unknown at the time of incident and the current blood glucose was 120 mg/dl. Customer took 4 hours to deliver 11 unit bolus delivery. The customer thinks there is a delivery anomaly due to, 11 unit bolus took over 4 hours to deliver. Customer does not use a linked meter and remote. Customer states they do have a back-up plan available. Customer states they have not treated. Customer states they do feel okay to troubleshoot. Customer reports bolus exceeded the expected time to deliver bolus amount. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test at 0.08715 inches. No slow delivery of programmed bolus during testing noted. The insulin pump was received with minor scratched display window and case.